Event description:
The reported description notes that the bedside monitor locked up. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor "locked up." Further info from this repair indicates that the device would not power up normally. This would be obvious to users and there would be minimal health risk. Root cause - unk. A philips technical svc engineer evaluated the cited monitor. The monitor's software was reloaded which was noted to have resolved the reported issue. There has been no add'l complaint reports filed since the software reload. The available info from this report and trending for this issue does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.